Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient believed it got smashed when she fell and shattered her shoulder. Patient reported calling manufacturer but it was not resolved.

Manufacturer narrative:
Other applicable components are: product ID 37743, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations and spinal pain. The patient reported that on (B)(6) 2017 she fell and shattered her shoulder and her side and arm were bruised; it was noted to be the same side the ins was on. The patient reported that she couldn't get the ins to work. The patient reported running fast and falling hard enough to shatter her shoulder. The patient reported that she was taken to the emergency room, CT, x-ray and did surgery. The patient reported that she came home from the hospital and was on pain medications and numb. The patient reported that her ins was working however, clarified that the patient programmer (pp) wasn't working, it would come on, but not stay on. The patient also reported that the ins site felt ¿weird¿; the patient described that as numb and too warm. The patient reported that there was a splash screen on the pp. The patient was using 2 different batteries in the pp and one was heavy duty. After a couple of battery changes, the patient began using dollar store batteries, that was all the patient had. Using the applicable batteries was reviewed with the patient. The patient was able to sync with the pp and ins stated stimulation was off. The patient was able to successful turn stimulation on and declined making any changes. No further complications were reported.